Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury(21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The patient has a confirmed allergy to tegdma, which is an ingredient in the venus composite. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
This event took place in (B)(6). On (B)(6) 2018 - treated region 35, seating of ceramic-inlay. On (B)(6) 2019 - test of dental material at dental surgery. Result, material used for treatment: durelon (temp. Filling) and venus as bonding agent for the inlay. On (B)(6) 2019 - bonding of ceramic inlay using venus-patient experienced an allergic reaction. Two additional appointments on (B)(6) 2019 and (B)(6) 2018: although venus was removed, the symptoms only subsided a little. The inlay has been replaced (glass ionomer) tooth cement filling, which abraded and dissolved within a few weeks. The patient consulted an additional dentist and the tooth was treated painlessly. The symptoms obviously did not disappear. Since (B)(6) 2019 the patient suffers from several symptoms: tooth ache, skin rash accompanied by permanent pain, difficulties with several organs (in particular kidney and lung), hair loss, pressure on thyroid, low blood pressure combined with accelerated pulse and listlessness. Meanwhile, the physical symptoms decreased (due to lots of treatments) but the psychological stress remains. Patient anamnesis: intolerances for metals, plastics and adrenalin. Allergy testing: energetic biocompatibility testing... And venus was agreed for cementation of a full ceramic inlay. After insertion of the inlays: no intraoral symptoms, but symptoms elsewhere as described. Inlays were removed 14 days after insertion and the cavity was closed with a dental (glass iononer) cement. No medical treatment by the dentist, no drugs prescribed. Treatments by a second dentist and other health care professional, were not specified in detail, therefore no other treatments are known.